Event description:
The hospital reported that during preparation for the endoscopic vein harvesting procedure, the scrub nurse inserted the hemopro tissue welder through the cannula port and when she looked at the jaw on the other end, the coating on the jaw was badly torn. Device cannot be used. A second device was opened for the case and half way through the procedure and through the monitor the harvester thought that a piece of the jaw boots was missing from the device. Device was pulled out from the pt, the harvester checked the jaw and there was no missing piece. A third device was opened for the case and the procedure was completed. At the end when the device was removed from the pt, the harvester noticed that a tiny piece of the jaw boot was missing. The procedure was completed and there was no intervention required. No pt complications were reported by the hospital. This report is for the second device.

Manufacturer narrative:
Investigation results: the visual observation showed that no tears or missing pieces were present on either hot and/or cold jaw boots and it matched with the reported complaint acknowledged that the suspect missing jaw boot piece was not missing. A lot history record review was completed for the product, there was no nonconformance associated with the lot number.